Event description:
It was reported that the ecs33 was used during a colon resection procedure. It was reported by the affiliate that the staples would not deliver. There was no consequence to the pt. 03/27/1998 add'l info rec'd from affiliate. A second device was used to complete the case.

Manufacturer narrative:
Tracking #.50842. Ees #.982177/a. D5,6; h4: information not available, device not returned for analysis.